Event description:
Pt underwent permanent dual chamber pacemaker implantation in 2006. In the next day, he suffered a cardiac arrest secondary to cardiac tamponade. He was taken to the or in an attempt to resuscitate him where it was discovered the right atrial pacer lead tine on the epicardium of the right atrium with a large tamponade which was evacuated. Further attempts to resuscitate the pt were unsuccessful.